Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Visual inspection of the received complaint device revealed an indentation in the teflon pad and evidence of clinical use. The blade was identified to be fractured and detached from the device. The jaw, teflon pad and contact rings appear to be intact. The blade was examined further revealing signs of excessive wear and coating removal near the break as a result of activating against solid/hard materials. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. Therefore, the most likely root causes are: - jaws/blade subassembly damage - incidental and prolonged activation against solid surfaces, such as bone or plastic the instructions for use (IFU) state: - do not attempt to bend, sharpen, or otherwise alter the shape of the blade. Doing so may cause blade failure and user or patient injury. - avoid contact with any and all other instruments while the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported the harmonic scalpel (harh36) displayed an error message stating to replace instrument and replace handpiece. They believe there was a fracture in the blade. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available. The device was replaced and there were no other issues.